Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported by the contact that the customer rec'd a temperature alarm while changing the cartridge. The pump was at room temperature at the time of the alarm, but it may have been previously exposed to some extreme temperatures. The customer's blood glucose level was 303 mg/dl. The customer administered an injection of insulin to lower bg level. The customer was unable to clear the alarm.